Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection did not find any anomalies. Bench analysis found that all tests passed. All circuitry was operating normally. The log was also analyzed, the device had many normal power ups, during a scheduled battery/super cap measurement the super cap measured low which caused the error. The next power up cycle caused the displayed error to occur. Conclusion: it was confirmed by log analysis that an error for super cap low triggered an out of service error, however analysis was not able to reproduce the error.

Event description:
It was reported an error code appeared on the screen. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the battery drawer wires were pinched, and the encoder nuts were not torqued to specifications. (B)(4).